Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated that their drainage bag seemed to twist their spirit male external catheter shut, which prevented urine from draining into the bag. They requested instructions on how to connect the bag to the male external catheter. The instructions the patient requested were attached, and the instructions for use (IFU) for the drainage bag, as well as the instructions for the spirit male external catheter they were using, were included. Another option offered was the surestep¿ male external catheter. This condom style catheter featured a ¿comfort bridge¿ flexible tube designed to better accommodate patient movement, which might have assisted with the issues the patient was experiencing. They had provided a video overview of the surestep male external catheter kit for additional information, along with the attached instructions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated that their drainage bag seemed to twist their spirit male external catheter shut, which prevented urine from draining into the bag. They requested instructions on how to connect the bag to the male external catheter. The instructions the patient requested were attached, and the instructions for use (IFU) for the drainage bag, as well as the instructions for the spirit male external catheter they were using, were included. Another option offered was the surestep¿ male external catheter. This condom style catheter featured a ¿comfort bridge¿ flexible tube designed to better accommodate patient movement, which might have assisted with the issues the patient was experiencing. They had provided a video overview of the surestep male external catheter kit for additional information, along with the attached instructions.